Manufacturer narrative:
The investigation has been completed and the reported issue could not be confirmed. However, a different issue was found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1; no pressure change when expected) occurred with multiple cartridges during pumping. The user's blood glucose (bg) level was 280 mg/dl. The user addressed bg level with a bolus via the pump. The user's bg level at the time of the report was 165 mg/dl. Reportedly, the user successfully loaded a new cartridge.